Event description:
It was reported by repair work order that the cot would not raise. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot would not raise. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection found that the cot was unable to raise in powered mode due to a pinched hall effects cable. The cot is still fully functional and able to be used in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.